Event description:
It was further reported that follow-up information was received from the clinic that disclosed the device was nearend of life status due to rapid battery depletion caused by poor contact from the left ventricular (lv) lead. The device will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: (B)(4) implantable pacing lead (B)(6) 2002; (B)(4) implantable pacing lead (B)(6) 2002. (B)(4).

Event description:
It was reported by the patient that the battery and time "was not right." The patient questioned if there was a chance that the patient received a "bad pacemaker." Follow-up attempts for additional information from the clinic are in progress. No information has been received at this point. The device remains in use. No patient complications have been reported as a result of this event.